Manufacturer narrative:
Please note that two jet7s were used in this procedure with lot numbers f90794 and f90591; however, it is unknown which jet7 broke at the hub. Therefore, both lots were reviewed. Lot #: f90794, catalog #: 5maxjet7kit, UDI #: (B)(4), manufacture date: 06/06/2019, expiration date: 06/05/2022. Lot #: f90591, catalog #: 5maxjet7kit, UDI #: (B)(4), manufacture date: 05/29/2019, expiration date: 05/28/2022. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for the known lots above were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, after completing a pass using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3maxc), the physician repositioned the jet7 and, the hub of the jet7 broke; therefore, the jet7 was removed. Next, a new jet7 was used with the same neuron max and 3maxc to successfully complete another pass. However, after removal of the jet7 from the patient, the physician was unable to flush the clot out of the jet7. The procedure was ended at this point. There was no report of an adverse effect to the patient.